Event description:
Ophthalmic technician reports tracker would not lock on one right eye. Reporter was contacted and she stated, at time of case, pupil could not be tracked for approximately one minute, after which surgeon was able to acquire track and the case was completed. No pt or outcome impact was reported. Reporter did not share pt identifiers.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l info becomes available. (B)(4).